Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a driveline power fault alarm occurred. All power connections and driveline connections were secured. There was no apparent damage to the driveline cable. Log files were sent for review. The event log captured driveline power faults (power a) starting on (B)(6) 2025 at 12:29 and continued for the remainder of the log. The modular cable and system controller were exchanged which resolved the alarm. Upon further investigation, the patient's wife had been cleaning the modular cable connection site with the same chlorhexidine gluconate (chg) swab that they used to clean the driveline exit site, so it was suspected that moisture exposure was the culprit. A small amount of debris was removed from the modular cable which was most likely from the chg swab. Corrosion on the pump side of the modular cable was not seen.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power faults was confirmed via log file analysis; however, the heartmate 3 vad modular cable (lot number: 10591084) was not returned for further analysis. Log files were submitted and data from the event date 23sep2025 was reviewed. The log files captured driveline power fault alarms from 12:29:13 to the end of the log file at 14:21:31. No other notable alarms were observed in the submitted log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. It was indicated that fluid ingress was observed on the modular cable connection site, but no photos were submitted for review. Additional information states exchanging both the modular cable and system controller resolved the alarm. Upon further investigation, the patient's wife has been cleaning the mod cable connection site with the same chg swab that is used to clean the driveline exit site. No photos were taken; however, it was noted there was corrosion on the pump side of the modular cable. Patient and wife were reeducated on cleaning the modular cable connection site. No product would be returned for further analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 vad modular cable (lot number: 10591084) was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the modular cable. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it.¿ in addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.